Event description:
The contact stated that the customer's meter display was missing some segments. He was not initially aware of the missing segments and gave his son more insulin. He did not allege any adverse events as a result of adjusting his son's insulin dosage. The meter is to be returned for evaluation. A new breeze2 meter kit was sent to the customer.